Event description:
This was reported as a closure of an unspecified vessel with a prostyle device relative to a transcatheter aortic valve replacement procedure. Reportedly, the access site was closed with the prostyle device, however, patient complications occurred post procedure. It was indicated that an occlusion had occurred. A vascular surgeon performed a cutdown to remove the suture and to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
B3: date of event estimated as 01/25/2024. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effect of occlusion is listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect is a foreseeable adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.